Event description:
Gastric/arterial perforation post percutaneous endogastrostomy tube insertion. Exploratory laparotomy performed with a ligation of the lesser curvature arterial laceration on 6/26/97.